Manufacturer narrative:
Follow-up # 1 (05/29/2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on 5/29/2013 and 5/8/2013 with the following findings: the reported complaint was observed on the error log, however, no message was observed during control solution testing. Pa was unable to reproduce the complaint. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue occurred, the apply sample message was observed with control solution testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient in the (B)(6) contacted lifescan to report the one touch verio meter was giving error 4 error message. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.